Event description:
The consumer states when she was crossing a bridge over a canal, the joystick allegedly got stuck and caused her to hit the bridge handrail. Handrail broke, allegedly causing her to fail into the water. She allegedly went to the hosp and received stitches for lacerations.